Event description:
Approximately thirteen months after the implantation, the vad coordinator reported that the patient had detected a ¿strong fluctuation¿ in his lvad flow estimation and was admitted to the hospital. A preliminary review of controller log files also revealed high lvad power consumption. The patient was treated with thrombolysis with a normalization of the lvad pump parameters. He was discharged home at a later date.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00470 and 00471) submitted for a device related to the same patient.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption that correlate with the reported events. The cause of the reported events cannot be conclusively determined. This is one of three reports (3007042319-2013-00470, 3007042319-2013-00471, and 3007042319-2013-00537) submitted for a device related to the same patient. Product remains implanted.